Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 20mm watchman flx closure device and delivery system (wds) was implanted in the patient. Approximately six (6) weeks post procedure the closure device was found to have embolized into the descending aorta. The closure device was removed with biopsy forceps. The patient was in stable condition with no further complications reported.